Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirted on prime. Customer¿s blood glucose was unknown. Customer stated that battery life was diminish and had rainbow effect on screen in sunlight. Insulin pump will be returned for analysis.